Manufacturer narrative:
A ge healthcare tech support representative performed a checkout remotetel and recommended the end user replace the bag to vent switch and microswitch to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes during a case. There was no patient injury.